Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) display is blank. There was no patient involved and no harm or injury reported

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was working properly but reconnected all connections. The unit was tested for more than 4 hours and no issue observed. The unit passed all functional and safety tests and was returned to the customer.